Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that the patient experienced chest pain and stent fracture occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilation, a 32 x 2.75 promus premier¿ drug-eluting stent was deployed to treat the lesion and was post-dilated with 2.75x8 and 3x8 quantum maverick balloon catheters. However, after three hours, the patient developed chest pain with acute upright t-wave at lead I and avl at cardiac care unit (ccu). Patient was taken for recheck of coronary artery graft (cag) which revealed lsd with possible strut fracture at the bifurcation level of lad-d2. Percutaneous transluminal coronary angioplasty (ptca) was performed again and a 2.75x16 promus premier¿ drug-eluting stent was deployed overlapping the previous stent and was post dilated with 3x8 quantum maverick balloon catheter and the procedure was successfully completed. No further patient complications were reported and the patient's status was stable.